Event description:
As reported by the edwards sales representative, following the deployment of the 26mm sapien valve, one leaflet on the valve was not coapting. Moderate to severe central leak was noted. Numerous unsuccessful attempts were made with the wire and catheters to get the leaflet coapting properly. A second sapien 26mm valve was deployed. The central leak went to trace and the patient stabilized. The patient was extubated and is doing fine.

Manufacturer narrative:
The imaging review revealed the 26mm sapien valve was positioned such that the ventricular edge of the valve was aligned with the hinge point of the anterior leaflet of the mitral valve. After deployment there was evidence of normal leaflet mobility and coaptation. Moderate to severe central ar was present without significant pvl. There was no evidence of specific leaflet entrapment. This cannot be explained by native tissue encroachment of the valve leaflet. Over-deployment of the valve leading to central ar should be considered. Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. In some cases deployment of the sapien valve in a too aortic position has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for this event cannot be determined. Per the imaging review, there was no evidence of specific leaflet entrapment. It is possible that over-deployment of the valve may have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.